Event description:
Caller reported that the pump displayed a reset screen unexpectedly and needed to be plugged into a power source to turn back on. There was no adverse impact to the customer¿s blood glucose level, as it was reported to be 400 mg/dl. Caller was educated on necessary actions after a reset, such as restarting cgm sessions and reloading the cartridge. Caller was also advised on battery maintenance and asked to monitor the system, with instructions to call back if the issue persists.